Event description:
Allergen aesthetics received a report of a patient treated with coolsculpting to the upper/lower abdomen using the cooladvantage, petite coolcurve contour (v1402018267006 & v1402017202032) and cooladvantage flat contour applicators, to the outer thighs using the cool smooth pro (v0912015201012), and to the bilateral bra roll (back) legacy coolcurve + applicator (v0642015225016) on 03-jan-2019 who developed paradoxical hyperplasia (pah/ph) in march of 2019. Following treatment, the upper abdomen and bra roll developed firm bulges. On (B)(6) 2019 the patient was assessed by a physician who diagnosed the upper abdomen with paradoxical adipose hyperplasia. Sn (B)(6) or (B)(6) were both provided for the cool advantage, flat contour applicator because it is not specified which was used on the lower abdomen. Sn: (B)(6) had an error message but was also mentioned as a secondary serial number for the bra roll.

Manufacturer narrative:
This is a historical record and reflects reports that were received by the company prior to april 2021. According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph/pah) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction. This is a historical record and reflects reports that were received by the company prior to april 2021. The MDR is associated with a parallel plate applicator, these applicators were discontinued and recalled in 2022. According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph/pah) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is observed more frequently with the parallel plate applicators. Pah is included in the risk management files of the device as an inherent risk to the use of cryolipolysis for localized fat reduction.

Event description:
Allergen aesthetics received a report of a patient treated with coolsculpting to the upper/lower abdomen using the cooladvantage, petite coolcurve contour (B)(6) & (B)(6) and cooladvantage flat contour applicators, to the outer thighs using the cool smooth pro (B)(6) , and to the bilateral bra roll (back) legacy coolcurve + applicator (B)(6) on (B)(6) 2019 who developed paradoxical hyperplasia (pah/ph) in (B)(6) of 2019. Following treatment, the upper abdomen and bra roll developed firm bulges. On (B)(6) 2019 the patient was assessed by a physician who diagnosed the upper abdomen with paradoxical adipose hyperplasia. Sn (B)(6) or (B)(6) were both provided for the cool advantage, flat contour applicator because it is not specified which was used on the lower abdomen. Sn: (B)(6) had an error message but was also mentioned as a secondary serial number for the bra roll.